Manufacturer narrative:
A field service engineer (fse) went onsite to perform an investigation of the touchscreen issue. The fse confirmed there was no issue with the touchscreen. The fse confirmed there was no issue with the touchscreen. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the lower panel did not respond. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the lower panel did not respond. Device evaluation and repair are pending.